Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found the wash wheel to be dirty and the wash arm was loose. The fse cleaned the wash wheel and replaced the bearings, pinch rollers and the peripump tubing. The fse performed a routine system check and instrument assay quality control assessment. Both assessments generated acceptable results. Although the device was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that a synchron lxi 725 system failed system checks over a four day period. The customer reported an unknown number of patient results out of the laboratory over this time period. However the customer confirmed that results were only reported outside the laboratory in instances where the instrument quality controls results were within customer established specification. Although no reports of death or serious injury have been reported, the impact to patients, if any, is unknown at this time. No patient information, including involved patient results, have been provided by the customer. No sample collection or handling information has been provided by the customer.